Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damage in its fiber bonding in the outer tube area (distal end), the outer tube has a dent, and the camera cable unit (ccu) plug of the video cable section is damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause it traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.